Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular aortic repair using an 18fr gore® dryseal sheath with hydrophilic coating (dsl1828j/16409975). After all endoprostheses had been implanted, a procedural angiograph reportedly showed a dissection in the right external iliac artery (vessel measured 6.5 mm in diameter). An 8 mm x 6 cm epic¿ stent was implanted in the right external iliac artery to treat the dissection. The patient tolerated the procedure.